Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported stimulation turned off by itself. The pt was able to turn stimulation on by pressing the ipg site. It was also reported the pt has a lump at the ipg site and has fallen on several occasions. The pt also feels the ipg may have moved.